Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 243 mg/dl at the time of incident and the current blood glucose level was 288 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated no symptoms related to high blood glucose. Customer declined to perform a carelink upload. The insulin pump will be returned for analysis.